Manufacturer narrative:
The previous investigation of this event was indicating that the root cause was a use error but a review of the data log files indicated that the root cause is in fact the design defect br-120. This design defect is currently being escalated as part of the field action 3009185973-08-28-2019-001-c.

Event description:
At the beginning of the surgery user noted incorrect robot arm position. The robot arm was moved to three other trajectories, and then moved again to the first trajectory, where robot arm position was accurate.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
At the beginnig of the surgery user noted incorrect robot arm position. The robot arm was moved to three other trajectories, and then moved again to the first trajectory, where robot arm position was accurate.

Manufacturer narrative:
The root cause is that the user did not verify the correct tool installation upon initiating move of the tool. There is no indication that the software caused the error.